Event description:
It was reported that a patient received an alert for high, out of range hv lead impedance. The lead was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.